Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later, the patient experienced vaginal discharge from vaginal sutures, grade 2 cystocele with significant urethral mobility and mixed stress urge incontinence. An excision of the mesh was performed.